Manufacturer narrative:
The pump passed the active current, sleep current test, and self test. Successfully downloaded history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage that was found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 was recorded several times on 06/20/2024 at 10:00:00.000 hour through 22:48:00.000 hour, as well as on event date: 06/21/2024 at 02:00:00.000 hour through 20:00:00.000 hour. Pump error 23 was recorded on 06/20/2024 at 06:11:11.000 hour through 14:48:57.000 hour, as well as on event date: 06/21/2024 at 08:27:04.000 hour. Pump was cut open to perform visual inspection and found moisture damage on pcba1, j6 connector, and pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for pump error 25 confirmed due to moisture damage on pcba 1/j6 connector and pcba 2. Pump error 23 not confirmed, but noted in history download files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25, pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored without a battery for 8hrs or error occurred immediately after battery change. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.